Event description:
The customer reported a "bad smell" coming from the unit. Upon arrival, the asp field service engineer (fse) found the customer reporting a "haze" in the room. The fse found the "oil filter smoking". The customer stated that she felt like she was breathing, "smoke". She reported a history of asthma but did not report any breathing problems at the time of the issue. The customer also reported burning eyes and throat. The customer reported that she did not see a dr or require treatment. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter. The system preformed to specifications.